Event description:
The complaint states a transmitter failed error occurred. Data was provided for investigation. The allegation was not confirmed. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).